Event description:
The customer observed a false reactive architect havab-g result for one patient. The customer stated there has been an increase in positivity rates when switching to this lot of reagent. The following example was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result, with one tube from the patient on 13dec23, was 0.51, repeat, with a secondary tube from the patient, was 1.04 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false reactive architect havab igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Specificity testing was performed using in-house retained kits of the same reagent/calibrator/control combination as used by the customer, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect havab igg reagent, lot number 54031be00, or architect havab-g calibrator, lot number 51505be00, was identified.

Event description:
The customer observed a false reactive architect havab-g result for one patient. The customer stated there has been an increase in positivity rates when switching to this lot of reagent. The following example was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): initial result, with one tube from the patient on (B)(6)2023, was 0.51, repeat, with a secondary tube from the patient, was 1.04 s/co. There was no impact to patient management reported.